Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported atrio-esophageal fistula remains unknown.

Event description:
One month post procedure, the patient was diagnosed with an atrio-esophageal fistula. The patient was treated approximately one month ago for atrial tachycarida (at). There were no adverse events noted during the procedure. The patient presented with mediastinitis and cva approximately four weeks post procedure. A CT scan showed a fistula and surgical intervention was required to treat the fistula.